Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and a pressure flushing during use on the patient issue occurred. The customer stated that the catheter was placed outside the body after mapping with ongoing pressure flushing, after approximately 30 minutes of ablation time. A remap was to be performed. The flushing of the catheter was no longer running. Even a manual flushing attempt using a syringe could not be performed (unknown if lumen blocked). The catheter was then replaced. The procedure could be completed successfully with the new catheter without any consequences for the patient. No procedure delay. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 03-sep-2024. The device evaluation details: the device was returned to biosense webster, inc. For evaluation. Visual inspection and irrigation test of the returned device were performed following biosense webster, inc procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster, inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).